Event description:
Correction: the patient was transfused with 3 units of packed red blood cells on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on 5may2021 the patient was given lactulose at their request. On (B)(6) 2021 the patient was given mag citrate for constipation and venofer for iron deficient anemia. On (B)(6) 2021 the patient had dark stools that were guaiac positive. The patient had a gastrointestinal (gi) consult, and they were taken off coumadin and their aries study drug for 72 hours. An iron study was ordered on (B)(6) 2021 per request of the gi consult. The patient was transfused with 2 units of packed red blood cells on (B)(6) 2021. An esophagogastroduodenoscopy (egd) and gi consult found the esophagus, gastric body, and fundus to be normal. Mild gastric antral erythema was found. The duodenum was normal to the second portion. There was no evidence of active or recent gi blood loss. On (B)(6) 2021 entresto and lasix were decreased. Then, on (B)(6) 2021, it was reported that the patient had been experiencing syncopal events during the previous two evenings. After using the bathroom the patient reported being dizzy, nauseous, and was sweating. Their blood pressure remained normal. The patient's telemetry showed a-pacing at 80 and their sinus rhythm to be at 85. There was no correlation between these events and bradycardia or hypotension. The plan of care in response to these events would be to stop diuresis and decrease the patient's anti-hypertension regimen. No ventricular assist device (vad) alarms occurred and the patient's symptoms resolved. This was considered resolved without sequelae.